Manufacturer narrative:
Additional information was provided in h.11. The product was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported events could not be determined. The lens remains implanted. Regarding the findings of posterior capsule opacification (pco), anterior capsule opacification (aco), phimosis, and intra ocular lens (iol) rotation off-axis with company lenses, the company director of global technical customer affairs consulted with the surgeon and provided information related to the reported events. Because these findings are related to clinical outcomes, review of complaints for the reported event types is the primary investigation focus to assess for potential concerns related to anterior/posterior capsule opacification, phimosis, and lens rotation. Information was also provided that because clinical outcomes are complex with numerous potentially associated clinical and surgical factors, additional information could be discussed with the account representative, including options such as a peer-to-peer communication service called expert opinion md, that alcon offers at no charge. Reports of these event types have remained low and stable, with intermittent reporting as expected, based on the potential multifactorial etiology. An additional global review was conducted to look at the reported incidence for each of the above outcomes over the past 3 years. All global complaints are evaluated monthly for adverse trending, and no adverse trends were identified for these events. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that, after intraocular lens implantation surgery, the patient experienced mild diffuse flap edema and grade 2 posterior capsule opacification (pco) with striae through visual axis. Hence yttrium aluminum garnet (yag) was performed to treat pco. In the surgeon's opinion, the possible cartridge material or the lens would have caused the event. There was no patient harm. In the surgeon's opinion, the prognosis of the patient was good.